Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an electromyography (emg) testing done earlier in the day, patient has had a loss of therapy  and was seeing 574 code on their patient programmer (pp). Technical services reviewed for the  manufacturer's representative (rep) has had a loss of programming in  implantable neurostimulator (ins). Patient has already gone to the ER due to worsening symptoms. The rep is contacting clinical specialist in the patient's home area to get them to meet with patient to check system and programming and turn stimulation back on. Additional information was received from the manufacturer representative (rep) stating that the clinical specialist went in and interrogated the patient's devices, both systems had been wiped pleas of all settings, and that was why the patient couldn't interrogate with their programmer. They were able to find previous settings in physician dictations and the clinical specialist was able to program the patient. The error code 574 was cleared.